Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing at the customer facility a router broke off in the attachment. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
No new information.

Manufacturer narrative:
Additional information: d9. Follow-up report submitted to document quality investigation results.